Event description:
The customer reported a leaking insulin cartridge. Their blood glucose level did not exceed 500 mg/dl, so there was no adverse impact. The customer successfully changed the cartridge and resumed insulin therapy after receiving authorization to return the defective cartridge.